Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed; however, the root cause was not identified. Microscopic inspection of the sample confirmed kinks between nearly every magnet. Deformation and elongation were observed at the kink sites. Inspection of the break site revealed a granular fracture surface. Deformation, elongation and discoloration were observed in the vicinity of the break. The core wire fracture surface appeared dully granular. The polyimide tubing wall thickness was measured at several points and found to be within manufacturing specifications. A combination of kinking and tensile stress appeared to have contributed to the break in the stylet. The abundance and severity of the kinking was consistent with the report of difficult insertion. Such damage can occur if the stylet is advanced past the tip of the catheter following catheter trimming. While insertion technique may have contributed, an additional unidentified factor(s) may have also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported "during PICC insertion, rn met resistance threading. Rn attempted to advance catheter and was unable to thread further with approximately 10cm out of introducer. After attempting troubleshooting techniques to get past the resistance, rn pulled the catheter out of the patient and noticed the catheter and sherlock stylet appeared bent. The catheter was re-introduced and a last attempt was made with the assistance of a second wire in the second lumen. When resistance was met again, the procedure was aborted. The second wire was removed from one lumen, and the sherlock stylet was unscrewed and removed from the other lumen. Upon inspection of the stylet, it was shorter than expected and fragmentation was suspected. PICC and introducer were pulled, tourniquet applied and radiology was called. No fragment wire fragment was found in the patient, and the fragmented wire tip was found within the catheter upon flushing it out. Patient was not harmed but referred to radiology to have line placed."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reev2081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during PICC insertion, rn met resistance threading. Rn attempted to advance catheter and was unable to thread further with approximately 10cm out of introducer. After attempting troubleshooting techniques to get past the resistance, rn pulled the catheter out of the patient and noticed the catheter and sherlock stylet appeared bent. The catheter was re-introduced and a last attempt was made with the assistance of a second wire in the second lumen. When resistance was met again, the procedure was aborted. The second wire was removed from one lumen, and the sherlock stylet was unscrewed and removed from the other lumen. Upon inspection of the stylet, it was shorter than expected and fragmentation was suspected. PICC and introducer were pulled, tourniquet applied and radiology was called. No fragment wire fragment was found in the patient, and the fragmented wire tip was found within the catheter upon flushing it out. Patient was not harmed but referred to radiology to have line placed."